Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, the pacemaker was interrogated, and it was noted that the pacemaker was in back-up vvi mode. The device was unable to be restored to the original settings. The pacemaker was explanted and replaced. There were no patient consequences.